Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report a hardware error code on (B)(6) 2014. No injuries or medical intervention were reported. Dexcom technical support advised patient to reset the device on (B)(6) 2014 and it was unsuccessful.

Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and no defect was found. Evaluation of the returned receiver confirmed a hardware error code. The root cause was determined to be a defective component in the receiver's printed circuit board. A CAPA has been initiated for this issue.